Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (random) issue: patient was attempting to give a 0.4 unit bolus from his pump when he received an occlusion alarm; he reports the pump sprayed insulin right out the end of the cartridge compartment wetting his hand. Patient reports he has since then removed his infusion set from his body; he reviewed the connection between tubing and cartridge and found luer lock to be tight; review of compartment found to be dry; review of cartridge found no damage; able to manually prime cartridge and tubing without any problems. Patient reports this site is new from today. Most recent blood glucose was 117mg/dl. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Does this need a cartridge rule out?

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.